Manufacturer narrative:
The technical support specialist (tss) sent the site questions about the e2 result. There was no field service dispatch as the customer did not request it. In conclusion, this investigation confirmed no failure of the tosoh aia-900 analyzer. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The most probable cause of the reported event is unknown.

Event description:
Customer reported discrepant results for a patient sample for estradiol (e2) in which the send out result was 22.9 and the result on the aia-900 analyzer was 153.8. The site resent it again and the send out results were less than 0.5 and the aia-900 analyzer results were 170.3. The customer changed the e2 reagent cups and recalibrated with a new lot without any change. Customer indicated that the quality control is in range and that no other patient samples were affected. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.